Event description:
It was reported that a patient experienced a break in aseptic technique due to a surgical procedure during peritoneal dialysis (pd) therapy, which caused peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient started treatment with injection (inj.) Vancomycin (1 gram, frequency and route not reported) and amikacin (60 mg, frequency and route not reported) for peritonitis. The outcome of the peritonitis event was unknown. The action taken with pd therapy was unknown. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.